Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was due to defective ise (ion selective electrode) transfer arm. The fse replaced the ise transfer arm assembly to resolve the issue. No further issues noted after assembly replacement. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low patient results for ise (ion-selective electrode) which includes sodium (na), chloride (cl) and potassium (k), involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic and provided patient data for one (1) sample.